Event description:
It was reported that an unspecified medication infused unexpectedly quickly. The unspecified medication was set to infuse at a rate of 100 ml per hour (total volume unspecified). Four hours later the clinician noted that the bag was empty unexpectedly soon. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support did troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an unspecified medication infused unexpectedly quickly. The unspecified medication was set to infuse at a rate of 100 ml per hour (total volume unspecified). Four hours later the clinician noted that the bag was empty unexpectedly soon. There was patient involvement but no harm.